Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) was isolated to broken wires in the cable connecting ECG ¿3¿, ECG ¿4¿, and the therapy electrode, causing the electrodes to be non-functional. The root cause for broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.